Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were used as an accessory device with a non-mdt stent graft for the endovascular treatment of a thoracic aneurysm of an unknown size. It was reported that the endoanchors were implanted at the distal seal zone immediately proximal to the superior mesenteric artery. 6 months post index procedure, it was reported that there was seal zone enlargement with a loss of distal seal and a substantial enlargement of the aneurysm sac. Due to the patient showing early signs of dementia, they were deemed to be inoperable from a conventional surgical perspective as well as any other endovascular options. Intervention was carried out in the form of a bypass to both renal arteries and the sma. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
It was reported that the event was observed approximately 1 year post procedure. It was reported the patient presented with a type ib endoleak and the aneurysm had grown to 90mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.